Event description:
It was reported: "2 years-old x3 insert are broken on the back side."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was worn/damaged at a posterior edge which is consistent with articulation against hard object. Explantation damage was also observed on the insert. Material analysis: not performed as there is no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to fracture of the triathlon insert. Visual inspection of the returned device confirms that the device was worn/damaged at a posterior edge which is consistent with articulation against hard object. Explantation damage was also observed on the insert. There is no indication that the event was a result of a material integrity issue. The exact cause of the event cannot be determined from the information provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported: "2 years-old x3 insert are broken on the back side."